Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the physician made a couple of passes with the silverhawk and was having difficulty loading cutter into the housing. The physician decided to remove the silverhawk and complete the procedure with another device. No patient injury is reported. Evaluation summary: the silverhawk ls-m device was received detached from the cutter driver inside bio-hazardous packaging. The distal assembly was inspected and found no damages or anomalies. The cutter head was located between the cutter window and the stainless steel segment. No damage or obstruction was observed within the cutter lumen. The cutter head could not be moved forward or back into the cutter window. The silverhawk was inserted the cutter driver with the power turned on. The silverhawk cutter head was then able to be retracted and advanced approximately 2.5cm from the cutter window. It should be noted the edge of the cutter head showed signs of wear and chipping.